Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed and confirmed that there was an audio setting issue. The root issue was that the host had display audio set to default vs speaker. It is unknown how the settings were changed, after the correct setup was confirmed, all issues were resolved. The biomed tested an alarm sound by adjusting a high/low limit on a patient sector, it alarmed right away, and the tones are heard properly. The device was operational after the configuration changes were completed.

Event description:
It was reported that the device is not alarming and has no audio or sounds from the speaker. The device was not in use on a patient at time of event, there was no adverse event reported.